Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 16 mg/dl. In addition, the customer experienced loss of consciousness, the customer was discharged on (B)(6) 2026 with no known permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy.